Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection and the costumer complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "front panel blinks" malfunction would likely be related to a defect of the turret. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source front panel flashed due to turret failure. There were no reports of patient harm.